Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2011-00509. Related to MFR report # 2183959-2011-00510. A report was received that a monarc sling was implanted on (B)(6) 2007. The pt "experience severe pelvic pain and mesh erosion after placement of ...transvaginal mesh products. The exposed mesh in the posterior compartment of the vagina was surgically removed and the band of mesh in the obturator membrane was released." The date of mesh revision was stated to be on (B)(6) 2010.